Event description:
The customer reported the system's foot pedal stuck during a patient procedure. No reports of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot pedal had been submerged. The system was then found to be operating as intended once the foot pedal dried out. This malfunction may have resulted in a possible accidental radiation occurrence.